Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/ asked but not available section b3: date of event: unknown, not provided, but the best estimate date is during 2025. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded intraocular lens haptic was broken. No further information is available.

Manufacturer narrative:
Additional information: section e1: initial reporter: (B)(6). The customer stated that the lens haptic was broken during handling/prior to insertion. There was no patient contact with ar40e lens/cartridge. The procedure was completed successfully with a backup ar40e lens. There were no injuries and medical/surgical intervention was not required. There was no use error. Post procedure, no problems noted. The product is not available for return. No further information is available. As the lens haptic was broken during handling/prior to insertion and there was no patient contact, the reported issue is no longer considered reportable and a supplemental MDR is being submitted to downgrade the report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.